Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer reloaded cartridge and resumed insulin to address the issues. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was corrected with changing supplies and delivering a bolus via the pump; if needed the customer would also give a manual insulin injection.